Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the atrial lead exhibited noise. The atrial lead was explanted and replaced. Insulation breach was then observed on the explanted atrial lead. Patient condition was stable.